Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a green and blue tinted image during reprocessing involving an olympus gynecologic laparoscope. There were no reports of patient involvement.